Event description:
Baxter received a report stating that operating tabletop middle back section was moving down without any user input. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
The surgical table is intended for the following use: patient positioning during surgery, including anaesthesia induction and recovery from anaesthesia. Task-related patient transfer within the operating theatre. For applications in conjunction with intra-operative imaging (e.g. CT, mrt, x-ray) with specific table components. An inspection/troubleshooting was performed via call by baxter's technical service and the hospitals biomed. The issue could not be reproduced, and the device was functioning as designed. The cause of the issue is unknown; a use error cannot be ruled out. Based on this, no further actions are required.

Manufacturer narrative:
Inspection of the device is pending and results will be provided by a final report.

Event description:
Baxter received a report stating that operating tabletop middle back section was moving down without any user input. There was no patient/user injury, medical intervention, symptom, or adverse event reported.